Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced iop test failure alarm. The customer's blood glucose value was unknown. The customer stated that the alarm did not occur during rewind/prime sequence. The customer performed self-test and it passed. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected iop test failure alarm during our testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.